Event description:
The customer reported being admitted in the emergency room for low blood glucose. The customer stated that she is not sure what caused her blood glucose to drop. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.